Event description:
It was reported that during an arthroscopy, the t2 of the ultra fast-fix 360 could not be deployed. The procedure was completed using a smith and nephew backup device; however, it is unknown if there was a surgical delay. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Manufacturer narrative:
H10: internal complaint reference (B)(4). H3, h6: the reported device was received for evaluation. A visual inspection revealed the device was not returned with any original packaging. The t1 is off the needle but attached to the suture. The t2, and suture were returned on the needle. The variable depth straw has been trimmed. The needle assembly is bent. Bio debris is present. A functional evaluation, using a simulation meniscus, showed the t2 deployed and implanted as intended. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause of the reported event could not be determined since findings cannot lead to a clear cause of the reported event. Factors that could have contributed to the failure include failure to fully actuate the device during implantation. Based on this investigation, the need for corrective action is not indicated.